Event description:
It was reported that during use with the bd bbl¿ xld agar, abnormal results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: there will be black spots in the middle of e.coli colonies, and the color is abnormal.

Manufacturer narrative:
In this MDR, bd ds headquarters in sparks, md has been listed in sections d.3. And g.1. As fukushima is an OEM manufacturing site. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ xld agar catalog number 221192, which is a reamendment device. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd bbl¿ xld agar, abnormal results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: there will be black spots in the middle of e.coli colonies, and the color is abnormal.